Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the previously placed mesh had essentially become part of the hernia and was herniating through the abdominal wall. The hernia sac was made up of the previously placed mesh, which was excised and discarded. It was reported that the patient experienced severe pain, bulging, mesh migration, mesh herniation, inflammation, scarring, loss of appetite and weight loss. No additional information was provided.